Manufacturer narrative:
(B)(4). Evaluation, results: excessive tortuosity, severe calcification, 99% stenosis. Evaluation, conclusion: excessive tortuosity, severe calcification, 99% stenosis.

Event description:
A 1.5 mm diameter x 10 mm length sprinter legend balloon dilatation catheter was used in to a patient to treat a lesion located in the lcx. The target lesion was described as excessively tortuous, severely calcified with 99% stenosis. However, it was reported that the balloon ruptured on third inflation at 10 atms. The physician commented that the balloon rupture was unavoidable due to the severe nature of the lesion. The patient is reported to be fine and no other clinical sequelae were reported. Medtronic has received the device and its analysis has been completed. There was a large jagged radial tear on the mid balloon over the marker band. The balloon and inner were kinked just proximal to the distal tip. The distal tip was damaged.